Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
An article titled "safety of a dedicated brain MRI protocol in patients with a vagus nerve stimulator" was received stating that prior to the vns patient's MRI, abnormal diagnostic results indicated a potential lead break. Attempts to obtain additional relevant information have been unsuccessful to date.